Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing, packaging and sterilization process had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. No similar complaint was received to this lot and issue. According to g905704 v.27.0, point 5.11.9 ¿ no welded catheters in peelpack are allowed. Visual inspection is provided according to tm-437 v.1.0. During production of lot#4a05715 all test have been carried out, and no discrepancies were found. The percentage of affected pieces against lot is 0,0005%. This complaint was discussed on complaint review board on november 28, 2024. Attendees decided that this is considered an isolated issue and no further actions are required. Operators will be retrained according to g708002 education and training of production personnel and the issue will be presented to operators according to wi-001366 qa data visualization. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number" reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user reports he found in a box of his gc glide a catheter at the tip that was stuck in the seal, badly bending the tip. He said this was on the only one he had like this so far. He said he burst the water packet and went to open the packaging to remove the catheter but it was stuck and he could see it was stuck in the packaging seal. He did not use it as he could not remove it. Consumer is an 82 yr old male newer to cathing in general - cathing due to bladder neck contracture causing retention. Photos were provided. There was no harm reported.